Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a brain herniation and the hosp withdrew care. The pt had a sub therapeutic inr and it was reported that the herniation was caused by an icb. The pt expired.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.